Manufacturer narrative:
Patient code (B)(6) (occlusion) was used for occlusion of the inferior vena cava and occlusion for the iliac vein. Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis and pulmonary embolism. The patient keeps getting dvt even while on anticoagulation therapy. The patient also has a contraindication to coumadin with coumadin toxicity. The patient has hypertension, hyperlipidemia, coronary artery disease and acid reflux. The filter was deployed via the right common femoral vein. It was placed at the l3 level. There were no immediate complications. Twelve years and eight months after the index procedure the patient experienced bilateral lower extremity repeat and continues recurrent deep vein thrombosis, while on anticoagulants. There was a high clinical suspicion of may-thurner syndrome. The patient received thrombolysis therapy as treatment for thrombosis and stenosis. The left iliac vein was stenosed and completely occluded. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced migration of the entire filter other than to heart, blood clots, clotting and or occlusion of the inferior vena cava. The patient experienced severe constant pain, swelling in legs, burning sensation in both legs, diminished sex drive and depression. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of recurrent deep vein thrombosis and pulmonary embolism. The patient has recurring dvt while on anticoagulation therapy. The patient also has a contraindication to coumadin with coumadin toxicity. The patient has hypertension, hyperlipidemia, coronary artery disease and acid reflux. The filter was placed at the l3 level. There were no reported complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration and clotting of the filter. Twelve years and eight months after the index procedure the patient experienced bilateral lower extremity recurrent deep vein thrombosis, while on anticoagulants. There was a high clinical suspicion of may-thurner syndrome. The patient received thrombolysis therapy as treatment for thrombosis and stenosis. The left iliac vein was stenosed and completely occluded. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced migration of the entire filter other than to heart, blood clots, clotting and or occlusion of the inferior vena cava. The patient experienced severe constant pain, swelling in legs, burning sensation in both legs, diminished sex drive and depression. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots, swelling of the legs and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Depression, burning sensation, decreased libido and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported, the patient underwent implantation of a cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: migration and clotting of the ivc filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration and clotting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. Section h6: patient code '3191' was used for "pelvic collaterals". Section b5: an amended patient profile form (ppf) states that thirteen years and six months after implantation, the device was removed percutaneously. The patient states that after removal of the filter he has had multiple clots behind both knees, he experiences pain and swelling after walking over 45 minutes to an hour. Additional information received per medical records indicate the patient has a history of recurrent and chronic lower extremity venous thrombi related to a work injury. The patient was diagnosed with venous thrombosis in the year prior to the index procedure. The indication for filter placement was the patient's inability to maintain therapeutic dose of warfarin. Since that time, the patient was advised that the filter was mispositioned and unable to be removed. The patient began to take aspirin due to a history of coronary stent placement . He no longer has a contraindication to anticoagulation therapy. Thirteen years and six months after the index procedure, the filter was removed. A venogram revealed pelvic collaterals and moderate caval stenosis. During the removal procedure, the tips of two sheaths were damaged. Multiple balloon angioplasty were performed and multiple stents were deployed during the filter removal procedure. No immediate complications were identified. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration and clotting of the filter. The medical records indicate that the patient had a history of recurrent deep vein thrombosis, despite anticoagulation, and pulmonary embolism. The patient also has a contraindication to coumadin with coumadin toxicity. The medical history was listed as hypertension, hyperlipidemia, coronary artery disease and acid reflux. The filter was deployed via the right common femoral vein. It was placed at the l3 level. There were no immediate complications. Twelve years and eight months after the index procedure the patient experienced bilateral lower extremity recurrent deep vein thrombosis, while on anticoagulants. There was a high clinical suspicion of may-thurner syndrome. The patient received thrombolysis therapy as treatment for thrombosis and stenosis. The left iliac vein was stenosed and completely occluded. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced migration of the entire filter other than to heart, blood clots, clotting and or occlusion of the inferior vena cava. The patient experienced severe constant pain, swelling in legs, burning sensation in both legs, diminished sex drive and depression. Thirteen years and six months post implant the filter was removed percutaneously. A venogram revealed pelvic collaterals and moderate caval stenosis. During the removal procedure, the tips of two sheaths were damaged. Multiple balloon angioplasty was performed, and multiple stents were deployed during the filter removal procedure. No immediate complications were identified. The record noted a successful complex retrieval of a permanent trapease ivc filter that was causing iliocaval thrombosis. Percutaneous transluminal angioplasty (pta) and stent reconstruction of the iliocaval segment was performed with excellent technical result. The patient reports that after removal of the filter there has been multiple clots behind both knees, and pain and swelling after walking over 45 minutes to an hour. Additional medical information indicated that the patient has a history of recurrent and chronic lower extremity venous thrombi related to a work injury. The patient was diagnosed with venous thrombosis in the year prior to the index procedure. The indication for filter placement was the patient's inability to maintain therapeutic dose of warfarin. Since that time, the patient was advised that the filter was malpositioned and unable to be removed. The patient began to take aspirin due to a history of coronary stent placement, but no longer has a contraindication to anticoagulation therapy. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Blood clots, swelling of the legs and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling and discomfort of the lower extremities. Collateral circulation is the creation of new vessels to reestablish circulation through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Depression, burning sensation, decreased libido and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.